Event description:
At the beginning of the surgery, the patient's head position has to be recorded in the rosa software. For this the user must locate several points of the frame holding patient's head, then the rosa software automatically performs the mapping of the frame in the 3d image. A registration error is displayed and must be validated by the user. During this specific surgery, the software did not enable to localize the frame with a sufficient accuracy level. Finally surgeon decided to revert to traditional surgery procedure, without the use of the rosa device.

Manufacturer narrative:
The events contained in the per-2017-01-30-001 was reported under the reference MFR report #: 3009185973-2017-00015 was split into 2 complaint records to properly investigate the two failures of the device. The second per is per-2017-01-18-003. MDR and vigilance reporting were processed per per-2017-01-30-001 ( MFR report #: 3009185973-2017-00015) included both complaint records.

Manufacturer narrative:
Software bug: the algorithm used to detect the markers in the frame is not discriminant enough. The software version doesn't allow to remove wrong marker. Software bug record opened, no further action required at this time. This information will be collected and analysed to determine further action.